Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported the rupture of one device diagnosed via magnetic resonance imaging (MRI). Device remains implanted.